Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of severe insulin reactions.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced intermittent audio output and an adverse event on (B)(6) 2016. Patient stated that they had an insulin-reaction coma. Further event details were not given. Additionally, the patient tested the receiver's alerts and they worked. No further event or patient information is available.